Manufacturer narrative:
Product analysis the distal segment of the lead was returned, analyzed, and the outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. There was blood on the proximal conductor. The outer insulation of the lead developed a breach due to a depression while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant product(s): a2dr01 ipg, implanted: (B)(6) 2015. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient said they have a "bad lead and the energy traveling down the lead is not correct and another lead is going to be implanted." The patient could not give any other detailed information. According to device records, both of the patient's leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the right ventricular (rv) lead exhibited high thresholds. The lead was explanted and replaced. During the replacement procedure, the patient experienced a perforation, resulting in cardiac tamponade. During the subsequent procedure to repair the perforation, the patient expired.